Event description:
A foreign substance that appears to be blood was found inside the product before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed loose dark brown-like foreign matter inside the packaging. Upon removing the packaging, it was observed that a large portion of foreign matter accumulated at the hub. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. The ftir results indicated that the fm spectrum matches well with protein. This spectral match indicates that the foreign matter is of biological origin, consistent with dried blood or tissue residue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The defect could have occurred due to the production associate being pricked by a needle while removing parts from a staging bag that contained a part without a needle cover. The packaging line involves manual loading of parts into blister packs. There is a high likelihood that blood could have dripped onto the affected sample once it was already packaged inside the blister packs. Upon reviewing the incident records for the reported lot, there were no reported injuries from production associates during the manufacturing period. To prevent this defect, an assisting tool will be created to help production associates during manual transfer of the parts onto the blister package.